Manufacturer narrative:
It is unknown if the plate was implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the plate is broken. There was no report of harm to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per additional information received; the plate broke postoperatively. The plate was implanted on (B)(6) 2014. The implant removal and the next implantation happened on (B)(6) 2014. The first injury was on (B)(6) 2014, the patient was operated on that same day with a plate from another supplier. This plate flexed and it was removed on (B)(6) 2014, and implanted with a synthes plate. The first control showed no problem, but on (B)(6) 2014 they realized the breakage, so they changed it on (B)(6) 2014 for the same type. Per an internal review by the medical director it was determined that it was a distal tibia fracture fixed with plate and screw. Post-operative plate breakage can be observed from the image dated on (B)(6) 2014.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the plate is broken. Based on the topography of the fracture surface, we can conclude that the implant was subjected to moderate dynamic bending loads one sided. Constantly load cycles during walking led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the locking compression plate (lcp) distal tibia plate. The implant could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient instability of the fracture situation played a certain role, as well. A failure resulting from either a material defect or the manufacturing process can be excluded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.